Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported "the needle looked completely bent". The sensor was inserted into the abdomen on (B)(6) 2019. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.